Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter),and the rv (right ventricular) pacing lead was beyond the expected lower range and variable.

Event description:
It was reported that the right ventricular (rv) lead had no capture at maximum outputs in both unipolar and bipolar pacing configurations. There were lots of episodes recorded that showed oversensing and noise was observed with pocket manipulation. Additionally the impedance had gone down over the past several months and was low. Insulation erosion was suspected as fluoroscopy showed a slight narrowing of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.